Event description:
It was reported that a cardiomems implant procedure was aborted because the physician could not get the sensor through the non- abbott 12fr sheath. The physician tried using a different 12fr for a second try and still was unable to advance the delivery system. The case was aborted after two hours. There were no adverse consequences reported.

Event description:
On (B)(6) 2024 a second implant attempt was successfully completed.

Manufacturer narrative:
No device analysis results are available because the device was not returned for investigation. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.